Manufacturer narrative:
The device was returned to zoll medical canada. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including full functional testing without duplicating the report. The customer declined repair of the device. The device was returned labeled "not for clinical use". Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed an "ECG disabled" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.